Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose and insulin pump had no delivery alarm. The customer blood glucose value was 459 mg/dl. The customer was assisted with troubleshooting steps. The customer stated that insulin exits with the manual prime. The customer states that they were able to assemble a new infusion set and reservoir. The customer states they did not receive failed batt test and customer states the pump alarmed after battery change. The customer able to clear the alarm and they did not receive a request to rewind pump. The customer stated that batteries were out of pump greater than duration allowed by the pump. The customer was declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.